Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical test. A loose screw on the ground stud was found during a visual inspection. The cause for rite test failure - ground bond was determined to be a loose screw on the ground stud. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.